Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatments.

Event description:
Patient received an appropriate shock during vt. The arrhythmia was not converted to a slower rhythm. Response button use following the treatment prevented the lifevest from delivering another treatment. Lifevest intended to treat life-threatening ventricular arrhythmias. The failure to convert the first shock is a known and potentially adverse outcome of defibrillation therapy. One non-lifevest shock was delivered. The response buttons were pressed during the event. Patient is admitted to the hospital and continues wearing the lifevest.